Manufacturer narrative:
Age/date of birth: exact age not provided, age was provided as about 70 years old. Weight/ ethnicity: unknown/ not provided. Explant date: not applicable, as lens was not explanted. Initial reporter telephone number: (B)(6). It was indicated that the device is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient is fine but is seeing some floaters in front of the operated left eye post implant of an intraocular lens (iol). The patient was called to hospital for examination, the eye was quiet and there was no reaction in the anterior chamber, but few exudates noticed in the vitreous cavity. The patient was given intravitreal antibiotics. The patient post-operative vision is 6/12. No further information available.